Event description:
The initial attorney report alleged pain, permanent injuries and defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003: repair of bilateral inguinal hernias with bard 3d max mesh x2 and umbilical hernia with bard composix kugel mesh. On (B)(6) 2003: open ventral hernia repair with bard ventralex hernia patch. On (B)(6) 2007: hospital admission for chronic diarrhea, abdominal wall pain, localized tenderness at the umbilicus with less than 1ml of purulent fluid aspirated. On (B)(6) 2007: exploratory laparotomy, lysis of adhesions, small bowel resection, enbloc removal of the small bowel involved with mesh, causing enterocutaneous fistula and removal of the composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicates that the pt was treated for adhesions and a fistula, both of which are known adverse events listed in the IFU. A manufacturing review was performed and no evidence of a manufacturing related cause for the reported event was found. Additionally, no sample was returned for evaluation. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. No adverse events were attributed to the 3d max meshes implanted on (B)(6) 2003 and the ventralex mesh implanted on (B)(6) 2003.